Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the ¿referenc error¿ occurred on the rotaflow console during patient use. The device was exchanged with another one with no consequences for the patient. No harm to any person has been reported. He rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "referenc error" could be reproduced. The mcp00702711#power supply board for rfc (article number 701011675) has been replaced. The device is working as intended and is back in use. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by an partial breakthrough on the capacitor c109 on the power supply board, which overloads the voltage converter. This led to the reported error. Based on the investigation results the reported failure "referenc error" could be confirmed. The review of the non-conformities was performed on 2023-06-14 and during the period of 2021-02-03 to 2023-06-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console was produced in 2021-02-03. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the ¿referenc error¿ occurred on the rotaflow console during patient use. The device was exchanged with another one with no consequences for the patient. No harm to any person has been reported. Complaint ID: (B)(4).